Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2021-00177, 3005168196-2021-00178.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous. During the procedure, the physician advanced a smart coil in the target vessel using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. The physician then made several additional attempts; however, the smart coil did not detach. Next, the physician attempted to manually detach the smart coil; however, it would not detach. Therefore, the physician decided to remove the smart coil. However, approximately after one third of the smart coil was retracted into the microcatheter, the smart coil unintentionally detached. The physician then pushed the smart coil using its pusher assembly and a non-penumbra guidewire into the aneurysm. Afterwards, the physician advanced another smart coil in the target vessel using the microcatheter and attempted to detach it using the same handle; however, the smart coil failed to detach. The physician then made several additional attempts; but the smart coil did not detach. Next, the physician attempted to manually detach the smart coil; however, it would not detach. Therefore, the physician decided to remove the smart coil. However, approximately after one third of the smart coil was retracted into the microcatheter, the smart coil unintentionally detached. The physician then pushed the smart coil using its pusher assembly and a non-penumbra guidewire into the aneurysm. The procedure was completed using additional non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the first returned smart coil pusher assembly revealed that the pet lock was broken, the pull wire was retracted out of the ddt, and the embolization coil was detached from its pusher assembly. This typically occurs after a successfully detachment. Therefore, the root cause of the reported detachment issue could not be determined. Further evaluation of the returned smart coil pusher assembly revealed a kink. This damage was likely incidental to the reported complaint. Evaluation of the second returned smart coil pusher assembly revealed that the pet lock was broken, the pull wire was retracted out of the ddt, and the embolization coil was detached from its pusher assembly. This typically occurs after a successfully detachment. Therefore, the root cause of the reported detachment issue could not be determined. Evaluation of the returned handle revealed a functional device. During the functional test, the handle was functionally tested on a handle fixture and passed within specification. The handle was then used to detach a demonstration smart coil without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are visually inspected and functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1.3005168196-2021-00177 2.3005168196-2021-00178 h3 other text : placeholder.